Event description:
Reporter indicated that vns pt was explanted due to infection. Further follow-up revealed that the pt underwent generator replacement surgery due to end of service and experienced swelling and discomfort at the generator site postoperatively. The site became intermittently red and inflamed, perhaps warm to the touch and the pt experienced discomfort when they moved their head and neck. Treating neurologist placed the pt on a 14-day course of antibiotics. The pt applied ice to the area and reported no difficulty with wound healing. Follow-up with implanting neurosurgeon approx one month later revealed that the incision was healing well. There was some erythema overlying the pulse generator site, but the area was not warm to the touch and was not swollen. Two weeks later, the pt complained of pain over the clavicle and indicated that there was clear fluid leaking out of their wound. The wound was dry upon exam by neurosurgeon, but it was noted that the pulse generator position was a bit high and was bothersome to the pt. Arrangements were made to reposition the pulse generator. Two days later, the pt underwent revision surgery to reposition the generator and evaluate for possible infection. The pt's generator was explanted. It was reported purulent fluid gushed out when the incision was opened. There was also a lot of granulation tissue that was excised. The area was totally debrided and the wound was closed. The pt was seen two weeks later at which time they was reportedly doing well. There was no drainge from the wound and the pt denied any fever, chills, headaches or stiffness of the neck. The incision was clean, dry and intact. The wound edge was well approximated with no evidence of drainage or underlying infection. Plans were made to reimplant in 3 months. Six months later, the pt was scheduled for reimplant, but a new generator was not placed and the original lead was instead explanted because at the time of the operation, neurosurgeon found pus at the lead site. The pt was reimplanted with a new vns therapy system approx two weeks later. Implanting neurosurgeon cautioned the pt about reimplanting too soon due to the possibility for recurrence of infection, but the pt chose to proceed with implant because of concerns regarding their insurance deductible.